Event description:
It was reported that prior to an implant attempt the implantable pacing lead had blood in the body of the lead. A lead fracture is suspected. The lead implant was not attempted. There was no patient involvement in this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. The full lead was returned, analyzed and no anomalies were found. There was blood on the proximal conductor of the lead and it was not obstructed, there was blood on the distal conductor of the lead and it was not obstructed. The tip seal on the distal electrode of the lead showed evidence of blood ingression. (B)(4).